Event description:
The complaint/events occurred on (B)(6) 2024 involving a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that the tubing flowed through the mini hole in the filter, resulting in either taxol or keytruda spilling onto the patient. The set up was a flow contained in a dive, and sterile gases to prevent contamination of patient and nursing staff. The liquid came out through the micron filter mini hole. There was no patient harm. This report reflects one of three occurrences of the same failure mode on the same lot number.

Manufacturer narrative:
A picture was provided by the customer showing a red bucket with red biohazard bags inside. The following items were returned by the customer for investigation: one used list #142550489 primary plumset attached to a bag spike w/ additive port, a 250ml bag; lot #j3k030, one microclave. The inline filter was leak tested and a leak was observed in the outlet and inlet filter of the used sample. Green dye was infused through the sample. The leak appeared to be coming from multiple locations on the inlet filter. The complaint of the tubing flows through the mini hole in the filter leading and subsequent chemical spill can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. E1 intial reporter (full) phone number: (B)(6).

Manufacturer narrative:
Corrected information can be found in b3, b4, b5 and d10.

Event description:
The complaint/event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that the tubing flowed through the mini hole in the filter, resulting in either taxol or keytruda spilling onto the patient. The set up was a flow contained in a dive, and sterile gases to prevent contamination of patient and nursing staff. The liquid came out through the micron filter mini hole. There was no patient harm. This report reflects one of three occurrences of the same failure mode on the same lot number.